Manufacturer narrative:
A visual inspection of the device confirmed the reported breakage. The upper jaw has broken off and the jaw was not returned for examination. The shaft is slightly bent downward. The condition of the device is consistent with excessive force being applied during use. No root cause related to the manufacture of the device can be established. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
During the rotator cuff repair, the device broke while passing the suture. All of the pieces were removed from the patient. No patient injury or other complications were reported.